Event description:
It was reported that the driver broke during a case while inserting the screw. The tip broke off inside the screw. The screw was removed with the tip still inside. The patient was not affected and procedure proceeded as normal.